Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensed noise while the patient was getting dialysis. Additionally, it was noted that shock impedance was below 30 ohms. X ray images were reviewed, and it was noted that the electrode appeared to be too superior. Technical services (ts) was contacted and recommended follow up. This electrode remains in service. No additional adverse patient effects were reported.